Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the control bar was not working properly, screw worn, missing hinge gasket, corroded reciprocating arm and bearing, unit out of calibration, motor speed unstable, and damaged sterilizable tray and the device is waiting on parts for repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for maintenance but repairs were needed for calibration issue; damaged control bar need to be replaced; worn screws need to be replaced; worn ball bearings need to be replaced; missing hinge need to be replaced; corroded reciprocation arm need to be replaced; corroded needle bearing need to be replaced; defective motor need to be replaced. There was no patient involvement. Due diligence is complete. There is no additional information. At investigation evaluation the dermatome motor speed was unstable. No adverse events were reported as a result of this malfunction.